Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The mylar flap of both flow sensors were stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'check flow sensor' and system leak' before use. There was no report of patient involvement.